Event description:
It was reported that when the patient would turn their head they would feel a ¿pulling¿ sensation at the anchor site. The anchor was determined to be superficial and x-rays were taken however the results were unknown at the time of the report. The patient was scheduled of revision on 2015-06-17 however it was rescheduled.

Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, implanted: (B)(6) 2012, product type: lead. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: neu_ptm_prog, product type: programmer, patient. Product ID: neu_recharger_acc. Product type: recharger. (B)(4).

Event description:
Additional information received reported, the migration of the anchor caused bulging in the neck. The placement of the lead wire was revised and the anchor was removed. If additional information is received, a follow-up will be sent.

Manufacturer narrative:
(B)(4).